Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer cleared the alarm to address the issue.